Manufacturer narrative:
(B)(4). The reported fast decrease of the displayed remaining longevity was due to a diagnostics anomaly which caused inaccurate measurements of current drain. The measured current drain by the device diagnostics was slightly higher than the actual current consumption as measured in circuit during analysis. This resulted in underestimate of the expected remaining longevity to eri. After performing software download, the displayed current drain upon device interrogation was normal. (B)(4).

Event description:
It was reported the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was stable. No additional information was available.